Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 520 mg/dl. The customer was treated with insulin pump and manual injection. Customer 's blood glucose was down to 115 mg/dl while in the hospital. Customer's blood glucose reading was 552 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump up arrow button was unresponsive. There is no significant event leading to keypad anomaly was observed. Customer confirmed that the time was advancing. While on the call, customer's blood glucose was 560 mg/dl and treated with manual injection. Customer stated that he will go back to the hospital if unable to bring the blood glucose down. The insulin pump will be returned for analysis.